Event description:
Sunday, I noticed increased fluttering discomfort. Later as I was taking my blood pressure, the automated voice indicated my heart rate of 55 bpm. My pacer is set for 70 bpm. This lasted intermittently all evening for maybe 20 to 30 minutes at a time. While at this rate, I was short of breath, fluttering sensations, tightness in neck and oxygen dropped to between 92-93 but when the pulse rate maintained a constant 70 bpm while resting, the symptoms lessened and went away. This pacer model I have is on the recall list if this pacer is beginning to fail, how could it accurately record correct info; especially if it's not capturing? I did send in a transmission during one of the events. The next day, I called my doctor's office(electrophysiology) regarding the transmission. I did state that I was having issues the person I spoke to said he had to check and didn't see a report. I also called boston scientific to report events but patient support told me their company only manufactures the pacemaker. I gave my name and phone number and person didn't offer any advice, other than to connect me with compliance. The woman in compliance didn't ask who I was and didn't offer any help. My upper chamber paces 100 percent of the time. This pacer is my lifeline and I shouldn't have to worry when the next event might happen that my pacer isn't capturing that my heart rate is below the set minimum and I become symtomatic, low oxygen, chest and jaw pain upon activity, fatigue. Please contact me asap as I am very concerned that this device is malfunctioning.